Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed and the returned condition substantiated the reported resistance during the deployment of the thumb advancer. The sheath was torn at the distal end and there was one bent garage leave. This is consistent with a disrupted garage leave puncturing into the sheath and tearing it during thumb advancer deployment. Based on the investigation findings, the probable root cause for the torn sheath and bent garage leave is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, resulting in disrupted garage leave puncturing into the sheath as observed. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, during deployment of the thumb advancer, resistance was met and could not be completed. The device was removed and the distal end of the sheath split had not completely split and had wrapped itself around the clip delivery tube with one tyne bent backwards capturing a part of the sheath. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.